Event description:
The caller reported, they have to change the pts cannula before 29 days of use (before routine change). The caller reported, they believe the twist lock is not holding. The caller did not save the cannula and does not have its lot number.

Manufacturer narrative:
The lot number is unk, therefore, the date of manufacture cannot be determined. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.